Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on completing the cartridge air removal step before filling, and the caller acknowledged the instructions. After assistance from technical support, the customer successfully resumed insulin delivery by correctly loading a new cartridge.